Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, the inappropriate patient treatment was given due to instrument downtimes. The following information was provided by the initial reporter: phoenix ast ¿ since the installation of 2 new units, we have had continual problems with downtime. This has resulted in multiple delays to ast with inappropriate treatment being given.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, the inappropriate patient treatment was given due to instrument downtimes. The following information was provided by the initial reporter: phoenix ast ¿ since the installation of 2 new units, we have had continual problems with downtime. This has resulted in multiple delays to ast with inappropriate treatment being given.

Manufacturer narrative:
H.6. Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported delay in reporting results due to instrument down time. The serial number of the instrument and additional details regarding the exact instrument failure mode was not provided. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not able to be completed as no instrument serial number was provided. Service history for this instrument could not be reviewed as no serial number was provided. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint." H3 other text : see h.10.